Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR" error message was confirmed during functional test and archive data review. The root cause of the system error was due to a damaged processor board. The processor board failed possibly due to ram corruption in which is likely attributed to normal wear and tear. The autopulse platform was manufactured in june 2015 and nearing its expected serviceable life of 5 years. Unrelated to the reported complaint, cracked front and bottom enclosures were observed on the returned autopulse platform during visual inspection. These types of physical damages observed were likely attributed to mishandling. Both enclosure covers were replaced. During archive data review, a user advisory (ua)132 (internal watchdog timeout (system error)) was observed on the reported event date, thus confirming the reported complaint. The initial functional test failed due to returned autopulse platform displayed "(ua)132" (internal watchdog timeout (system error)) during power-up. To remedy (ua)132 error message, the damaged processor board was replaced. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The returned autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.